Event description:
The customer reported 2 separate incidents in which the ortho provue analyzer falsely interpreted weakly positive antibody screen reactions an negative. In both instances, the weak reactions were detected while reviewing results on the computer screen. The customer visually examined the gel cards and confirmed the weak reactivity in both cards. The first incident occurred on (B) (6) 2008 and the second incident occurred on (B) (6) 2008. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer visited the site replaced the reader camera and performed the necessary adjustments to return the analyzer to expected operation. The customer has not logged any similar complaints against the analyzer since this incident. (B) (4). (B) (4).